Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a reposition attempt, the lead had a kink in it and it broke. It was difficult to remove the lead due to the stars not un-deploying correctly. Tension was used and the lead was successfully removed. The lead was cut, explanted and replaced. No patient complications were reported as a result of this event.